Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this review of device data was requested. A boston scientific technical services consultant identified prior reports showed a history of left ventricular (lv) lead capture and positional issues. The lead remains in service and no adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this review of device data was requested. A boston scientific technical services consultant identified prior reports showed a history of left ventricular (lv) lead capture and positional issues. The lead remains in service and no adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided. It was reported that lv pacing impedance measurements had historically been greater than 3000 ohms. Medical record review revealed the lv lead was removed from service and replaced four months post implant. No additional adverse patient effects were reported.